Event description:
It was reported that the pt was admitted to the hospital with a PICC line in place, but not fully inserted at admission. The PICC was removed and another PICC line was placed over a guide wire. Four days later the pt's arm was noted to be edematous, warm, and red above and below the insertion site. It was determined that the pt had a subclavian clot which was resolved with heparin. The pt was discharged without any further complications.